Manufacturer narrative:
(B)(4).

Event description:
Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: the complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A review of the data log was performed and passed. A pairing test was performed and failed, which confirmed the reported event of loss of connection. The probable cause was determined to be a defective transmitter.